Event description:
It was reported that the patient underwent a revision procedure wherein a lead was added due to an upper extremity pain. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.